Event description:
It was reported the patient is experiencing an increase in the recharge burden of his scs ipg. The patient stated the ipg gradually has lost the ability to maintain a charge and he has to charge it on a daily basis. An sjm representative spoke with the patient and will also consult with the patient's physician regarding a possible replacement of the patient's ipg.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.